Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient experienced inaccuracies with his sensor. This report is to capture the second incident that happened the same day. The patient noted 25-30 mg/dl difference. He checked the readings on his display devices, and the cgm indicated levels around 50 mg/dl; however, the patient reportedly believed his actual levels might have been around 20 mg/dl. The patient reported vertigo and was unable to move during that time. According to the complaint, he already felt his sugar was low and his head suddenly started to go back and forth, and he was unconscious then had a seizure. Once his head stopped moving back and forth, he called his husband, who advised him not to move. Despite this, the patient reportedly drove home and did not have the opportunity to perform an actual finger prick for comparison at the time of the incident. There was no documentation of treatment for symptomatic urgent low readings. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient's speech was still affected, noted he was stuttering. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 25-30 mg/dl difference. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). This is 2 of 2 allegations of inaccuracies. The patient reported 2 instances in which each event has similar details as the patient does not recall but occurred on the same date. Please see the following related complaint record(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure. H6 codes: health effect - clinical code - e0905 vertigo. H6 codes: health effect - clinical code - e0122 movement disorder.